Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-35 lead, implanted (B)(6) 2000; 419588 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was further reported that the leads were capped and replaced.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) and left ventricular (lv) leads. It was planned that the leads will be replaced when the ipg device reaches elective replacement indicator (eri). Presently, the leads remain in use. No patient complications have been reported as a result of this event.